Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection. Poly wear was also reported. Loosening of the tibial tray and femoral component at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown, and the loosening was attributed to the infection.